Event description:
It was initially reported that the zimmer electric dermatome handpiece had a blade that was overhanging the handpiece by 1-2 mm. Additional clinical info determined that during surgery the pt had lacerations from the device and the graft harvest was shredded and unable to be used. An additional unplanned graft harvest was required using an alternate device to complete the surgery with a delay of approx 30-40 minutes.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.